Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle precisionglide 30x1/2in needle broke. Product: 990193 needle precisionglide 30x1/2in lots: 4240273; 5031745; 5177279; 5050145; 5212944; 5150660 and 5316906. Defect: see table. Sku: lot: defect: 990193, 4240273, locked needle cap, needle detaches from the cone, white liquid at the base of the needle (refers to glue), bent needle, split needle, when I tried to put the needle in the 1 mg dutide syringe, it broke, needle capped; 5031745, the needle was plugged and no medication came out; needle plug gets stuck, the needle broke; 5177279, non-sharp needle-pricking; when the needle was placed, the cap did not come out. 5050145, needle plug gets stuck; 5212944, a needle broke when opening the injection ¿ that is, when trying to remove the cap. When the needle was placed, the cap did not come out. Needle with crack. Needle plug stuck and causes the needle to break. 5150660, a needle broke when opening the injection ¿ that is, when trying to remove the cap. 5316906, needle had a plastic that covered half of it.